Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead insulation was found to be compromised near the pin towards the distal end during the transfer of the lead from the old generator to the new generator. This damage complicated the removal of the lead from the old generator. Upon extraction, it became evident that the lead was no longer viable, as the insulation was absent, and the inner wires were significantly stretched. Given the difficulty in accessing the site and the presence of considerable stenosis, the physician opted to place a conduction system lead. A non-boston scientific lead was selected for this procedure due to its compact size, which facilitated left bundle branch capture pacing. No additional adverse patient effects were reported.